Manufacturer narrative:
Reported event: an event regarding disassociation and fracture involving an unknown trident liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "narrative: little medical information or patient history were provided. Two events were reported a dislodgement and fracture of a locking ring from a constrained liner and observed notching of the femoral neck from impingement on an mdm liner. The treatment plan for the constrained liner was not defined and observation defined for the notching. Of note, the stem in the constrained construct was of a different manufacture. Conclusion/assessment: a locking ring from a constrained liner dislodged and appears broken. An mdm-secure fit combination had neck notching from impingement. Event confirmation: the dislodged and broken locking ring was confirmed on the right hip. The notching of the neck was confirmed on the left hip. Root cause: the root cause of the dislodged and broken locking ring cannot be ascertained. The root cause of the notching was impingement on the mdm liner. " product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's right hip was revised. As reported: "revision of constrained liner, right total hip. Surgeon says ring broken on right hip. Also surgeon noted the neck is notched from contact with constrained liner ring. Additionally surgeon noted the left stem neck is notched from contact with the metal mdm liner. " rep confirmed that the stem in the patient's right hip is a competitor stem, and that no further information will be released by the hospital or surgeon. The event was confirmed via clinician review of the provided x-ray images. A review of the provided medical information by a clinical consultant indicated: "narrative: little medical information or patient history were provided. Two events were reported a dislodgement and fracture of a locking ring from a constrained liner and observed notching of the femoral neck from impingement on an mdm liner. The treatment plan for the constrained liner was not defined and observation defined for the notching. Of note, the stem in the constrained construct was of a different manufacture. Conclusion/assessment: a locking ring from a constrained liner dislodged and appears broken. An mdm-secure fit combination had neck notching from impingement. Event confirmation: the dislodged and broken locking ring was confirmed on the right hip. The notching of the neck was confirmed on the left hip. Root cause: the root cause of the dislodged and broken locking ring cannot be ascertained. The root cause of the notching was impingement on the mdm liner. " the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not available.

Event description:
This pi is for revision of the patient's right hip. It was reported that the patient's right hip was revised. As reported: "revision of constrained liner, right total hip. Surgeon says ring broken on right hip. Also surgeon noted the neck is notched from contact with constrained liner ring. Additionally surgeon noted the left stem neck is notched from contact with the metal mdm liner." Rep confirmed that the stem in the patient's right hip is a competitor stem, and that no further information will be released by the hospital or surgeon.